Manufacturer narrative:
It was reported that the patient fell 48 after surgery and developed an infection. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had a fall 48 hours after surgery and developed an infection. Revision surgery is planned to exchange the poly inserts.